Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. No further information has been provided regarding the original surgery that would help determine why the cannula broke and was left inside the patient. Based on the information, a root cause cannot be determined. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Patient underwent an arthroscopic left knee anterior cruciate ligament (acl) reconstruction using bone-patellar tendon-bone allograft. The patient experienced a typical post-op course until sharp knee pain led to an emergency department visit 11 months post-surgery. X-rays revealed a 1 inch linear metallic object within bone with 1/4 inch extending out into tissue. Surgery for retrieval of the object was required and performed without difficulty. The object was a retained fragment of a metal rigidfix cannula which had been used with the cross pin system at the time of the original surgery. What was the original intended procedure? To use the cannula as a guide for arthroscopic repair of an acl with biologic pins.

Manufacturer narrative:
Depuy mitek received this complaint via medwatch report # (B)(4), received by mail from the FDA on or about (B)(4) 2014. Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Patient underwent an arthroscopic left knee anterior cruciate ligament (acl) reconstruction using bone-patellar tendon-bone allograft. The patient experienced a typical post-op course until sharp knee pain led to an emergency department visit 11 months post-surgery. X-rays revealed a 1 inch linear metallic object within bone with 1/4 inch extending out into tissue. Surgery for retrieval of the object was required and performed without difficulty. The object was a retained fragment of a metal rigidfix cannula which had been used with the cross pin system at the time of the original surgery. What was the original intended procedure? To use the cannula as a guide for arthroscopic repair of an acl with biologic pins.